Manufacturer narrative:
Type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm vticm5_13.2; -11.5/1.0/22 (sphere/cylinder/axis) implantable collamer lens had tore during loading; and noted "lens rupture due to snagging". This occurred on (B)(6) 2022. Problem was reported as resolved and noted "next operation date undecided". Cause of the event was reported as unknown.